Event description:
We received an allegation of questionable sodium electrode results for an unspecified number of patients' samples tested on a cobas 4000 c311 stand alone system. The clinicians questioned the initial results from the analyzer, prompting the rerun of the samples at a different laboratory using a different c311 system. The customer alleged that the repeat results were approximately 7 mmol/l lower and were more aligned with the expected results. Discrepancy results for 1 patient sample were provided: initial result: 148 mmol/l. Repeat result: 141 mmol/l.

Manufacturer narrative:
The sodium electrode lot number and expiration date were not provided. The customer had calibration and qc failures. The investigation is ongoing.

Manufacturer narrative:
The customer performed extensive troubleshooting. The actions taken include: replacing all consumables, the tubing, and the electrode twice. Conducting an air purge. Manually putting the activator through. Checking the drain port for crystals. The calibration consistently failed with the ise.e flag, and the qc results were randomly out of range. The replacement of the sodium electrode by the customer was reasonable. Despite reminders, no information was provided to carry out further investigation. The investigation did not identify a product problem. The cause of the event could not be determined.